Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a female non-health professional that on (B)(6) 2018, her son experienced pain and heaviness in the eye on initial use of the contact lens. He used another lens and experienced a lot of irritation. The consumer used an unspecified eye drop and compress to treat the adverse event. It was further stated that the last pair of contact lens was torn in the consumer¿s left eye and ruptured the cornea. The consumer was hospitalized and his eye doctor stated that there was a cut in the cornea, ulcer and a strong bacteria. He had undergone treatment to avoid ¿losing his eye¿ and was prescribed with moxifloxacin and sterile bisphaga ophthalmic ointment. Symptoms had resolved with sequelae. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).